Manufacturer narrative:
Product event summary: the 10fcc13 sheath of lot number 0012667496 was returned and data files were returned and analyzed. The image showed a sheath and dilator, the shaft of the sheath seemed to be kinked. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. During visual inspection of the shaft, a kink was identified at 1.5 inches from the shaft tip. The steering mechanism and deflection test were performed. The steering mechanism and deflection at secondary deflection at 90 degrees performed with no anomaly. The steering mechanism and deflection test revealed the sheath didn't reach the primary deflection at 90 degrees and at 180 degrees, the dissection test revealed a broken pull wire inside the handle. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.078 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.012 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the catheter failed the return product inspection due to a kink/twist was observed on the shaft and broken pull wire observed inside the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the sheath was inserted into the left atrium, a kink in the shaft was observed. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID psg100 (unknown serial/lot); product type: 3294-generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.